Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an "error 4" message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on december 18, 2015 at 7:00am. The patient stated that she manages her diabetes with a combination of diabetes medication ("metformin and enalapril") and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptom of "dizziness" an unknown time after the alleged meter issue began. The patient denied receiving any treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date. The csr walked the patient through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.